Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the ins no longer working and recharging frequently was not known, but they think that they can get it to charge now. The caller stated that the steps taken were that they need to get the battery changed, but if it is general anesthesia it is unlikely that it will be recommended to get it replaced as they are in poor medical condition unrelated to the device. The patient ins no longer working and being dead is somewhat resolved as they think they can charge the battery, but they will likely not get it replaced, although it is needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the neurostimulator (ins) was no longer working. It was reported the implant was acting up about a year ago and the patient kept having to recharge frequently. It was reported that now the ins was dead and caller thinks it is just time for a new battery. Patient services reviewed implant date and expected 9 years for device. Caller redirected to healthcare provider. No symptoms reported. No further complications were reported/anticipated.